Event description:
Customer called alleging meter would shut off during countdown to the result. Customer stated the battery had previously been replaced. The issue was unresolved with troubleshooting.